Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the devices appears as a tip fragment"), device dislocation ("migration of the device"), embedded device ("essure coil is embedded in the myometrium"), device expulsion ("essure coil is embedded in the myometrium") and autoimmune disorder ("autoimmune reaction") in a 31-year-old female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastritis, back pain and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive pill. Past adverse reactions to the above products included vaginal haemorrhage with oral contraceptive pill. Concurrent conditions included abdominal pain, yeast vaginitis, vertigo, bacterial vaginosis, systemic lupus erythematosus and uti. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced vaginal odour ("intense vaginal odor"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)), surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)), surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)) and surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, autoimmune disorder, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety and vaginal odour outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion and embedded device with essure. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: per medical recorded: she reports discomfort left side since essure procedure. Left side coil 2cm in different position than right coil, possible source of discomfort although in proper position. On (B)(6) 2017, it was reported that she wants the coils removed secondary to systemic symptoms, autoimmune type symptoms, she thinks may be related to the essure coils. Insertion details: iud removed intact. Microinserts placed, first right then left. The right resistance was initially encountered and the device was pushed out of the tube during the procedure., a second attempt was performed and the coils were easily placed. 3 coils on the right, 1 coils on the left. On (B)(6) 2017, left fallopian tube with essure coil inside. Right fallopian tube essure coil not located within the tube. Inspection of pelvis and abdomen performed and essure coil not located. Hysteroscopy preformed showing normal cavity and no essure coil. Essure coil could not be identified in cul de sac, pelvic side wall, broad ligament, or elsewhere. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. CT (computerised tomogram) revealed one of the devices appears as a tip fragment, the other is full length essure coil. I think based on her exam and review of images, the essure coil is embedded in the myometrium. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, dysmenorrhea,depression, anxiety, menorrhagia, pelvic pain, autoimmune disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the devices appears as a tip fragment"), device dislocation ("migration of the device/ right side essure was not in place. Could not be found after prolonged inspections."), embedded device ("essure coil is embedded in the myometrium"), device expulsion ("essure coil is embedded in the myometrium") and autoimmune disorder ("autoimmune reaction") in a 31-year-old female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastritis, back pain and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive pill. Past adverse reactions to the above products included vaginal haemorrhage with oral contraceptive pill. Concurrent conditions included abdominal pain, yeast vaginitis, vertigo, bacterial vaginosis, systemic lupus erythematosus and uti. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced vaginal odour ("intense vaginal odor"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)), surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)), surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)) and surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, autoimmune disorder, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety, vaginal odour and irritable bowel syndrome outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion and embedded device with essure. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, irritable bowel syndrome, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: per medical recorded: she reports discomfort left side since essure procedure. Left side coil 2cm in different position than right coil, possible source of discomfort although in proper position. On (B)(6) 2017, it was reported that she wants the coils removed secondary to systemic symptoms, autoimmune type symptoms, she thinks may be related to the essure coils. Insertion details: iud removed intact. Microinserts placed, first right then left. The right resistance was initially encountered and the device was pushed out of the tube during the procedure., a second attempt was performed and the coils were easily placed. 3 coils on the right, 1 coils on the left. On (B)(6) 2017, left fallopian tube with essure coil inside. Right fallopian tube essure coil not located within the tube. Inspection of pelvis and abdomen performed and essure coil not located. Hysteroscopy preformed showing normal cavity and no essure coil. Essure coil could not be identified in cul de sac, pelvic side wall, broad ligament, or elsewhere. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded CT (computerised tomogram) revealed one of the devices appears as a tip fragment, the other is full length essure coil. I think based on her exam and review of images, the essure coil is embedded in the myometrium. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, dysmenorrhea,depression, anxiety, menorrhagia, pelvic pain, autoimmune disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Event added: irritable bowel syndrome. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the devices appears as a tip fragment'), device dislocation ('migration of the device/ right side essure was not in place. Could not be found after prolonged inspections.'), embedded device ('essure coil is embedded in the myometrium') and device expulsion ('essure coil is embedded in the myometrium') in a 31-year-old female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, back pain and dysfunctional uterine bleeding. *CT (computerised tomogram) revealed one of the devices appears as a tip fragment, the other is full length essure coil. I think based on her exam and review of images, the essure coil is embedded in the myometrium. Previously administered products included for an unreported indication: oral contraceptive pill. Past adverse reactions to the above products included vaginal haemorrhage with oral contraceptive pill. Concurrent conditions included abdominal pain, yeast vaginitis, vertigo, bacterial vaginosis, systemic lupus erythematosus and uti. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced vaginal odour ("intense vaginal odor"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced autoimmune disorder ("autoimmune reaction") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatique"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017), b/l hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, autoimmune disorder, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, vaginal odour and irritable bowel syndrome outcome was unknown and the fatigue, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for device breakage, device expulsion and embedded device with essure. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, irritable bowel syndrome, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: per medical recored: she reports discomfort left side since essure procedure. Left side coil 2cm in different position than right coil, possible source of discomfort although in proper position. On (B)(6) 2017, it was reported that she wants the coils removed secondary to systemic symptoms, autoimmune type symptoms, she thinks may be related to the essure coils. Insertion details: iud removed intact. Microinserts placed, first right then left. The right resistance was initially encountered and the device was pushed out of the tube during the procedure., a second attempt was performed and the coils were easily placed. 3 coils on the right, 1 coils on the left. On (B)(6) 2017, left fallopian tube with essure coil inside. Right fallopian tube essure coil not located within the tube. Inspection of pelvis and abdomen performed and essure coil not located. Hysteroscopy preformed showing normal cavity and no essure coil. Essure coil could not be identified in cul de sac, pelvic side wall, broad ligament, or elsewhere. Discrepancy noted as per pfs plaintiff currently planning for essure removal. Discrepancy noted for essure removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, dysmenorrhea,depression, anxiety, menorrhagia, pelvic pain, autoimmune disorder." Lot number: 50682328 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the devices appears as a tip fragment"), device dislocation ("migration of the device"), embedded device ("essure coil is embedded in the myometrium"), device expulsion ("essure coil is embedded in the myometrium") and autoimmune disorder ("autoimmune reaction") in a (B)(6) year-old female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastritis, back pain and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive pill. Past adverse reactions to the above products included vaginal haemorrhage with oral contraceptive pill. Concurrent conditions included abdominal pain, yeast vaginitis, vertigo, bacterial vaginosis, systemic lupus erythematosus and uti. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced vaginal odour ("intense vaginal odor"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, autoimmune disorder, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety and vaginal odour outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion and embedded device with essure. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: per medical record: she reports discomfort left side since essure procedure. Left side coil 2cm in different position than right coil, possible source of discomfort although in proper position. On (B)(6) 2017, it was reported that she wants the coils removed secondary to systemic symptoms, autoimmune type symptoms, she thinks may be related to the essure coils. Insertion details: iud removed intact. Microinserts placed, first right then left. The right resistance was initially encountered and the device was pushed out of the tube during the procedure., a second attempt was performed and the coils were easily placed. 3 coils on the right, 1 coils on the left. On (B)(6) 2017, left fallopian tube with essure coil inside. Right fallopian tube essure coil not located within the tube. Inspection of pelvis and abdomen performed and essure coil not located. Hysteroscopy preformed showing normal cavity and no essure coil. Essure coil could not be identified in cul de sac, pelvic side wall, broad ligament, or elsewhere. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded CT (computerised tomogram) revealed one of the devices appears as a tip fragment, the other is full length essure coil. I think based on her exam and review of images, the essure coil is embedded in the myometrium. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, dysmenorrhea,depression, anxiety, menorrhagia, pelvic pain, autoimmune disorder." Most recent follow-up information incorporated above includes: on 29-jun-2018: this case is medically confirmed. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical medication, historical condition and concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Essure insertion was updated. Her concomitant medication was added. Per medical record: one of the devices appears as a tip fragment and essure coil is embedded in the myometrium was added. Per plaintiff fact sheet: following events: dysmenorrhea (cramping), abnormal bleeding (menorrhagia/vaginal), depression, mental anguish and intense vaginal odor were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the devices appears as a tip fragment'), device dislocation ('migration of the device/ right side essure was not in place. Could not be found after prolonged inspections.'), embedded device ('essure coil is embedded in the myometrium') and device expulsion ('essure coil is embedded in the myometrium') in a 31-year-old female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, back pain and dysfunctional uterine bleeding. *CT (computerised tomogram) revealed one of the devices appears as a tip fragment, the other is full length essure coil. I think based on her exam and review of images, the essure coil is embedded in the myometrium. Previously administered products included for an unreported indication: oral contraceptive pill. Past adverse reactions to the above products included vaginal haemorrhage with oral contraceptive pill. Concurrent conditions included abdominal pain, yeast vaginitis, vertigo, bacterial vaginosis, systemic lupus erythematosus and uti. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced vaginal odour ("intense vaginal odor"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced autoimmune disorder ("autoimmune reaction") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatique"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017), b/l hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, autoimmune disorder, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, vaginal odour and irritable bowel syndrome outcome was unknown and the fatigue, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for device breakage, device expulsion and embedded device with essure. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, irritable bowel syndrome, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: per medical recored: she reports discomfort left side since essure procedure. Left side coil 2cm in different position than right coil, possible source of discomfort although in proper position. On (B)(6) 2017, it was reported that she wants the coils removed secondary to systemic symptoms, autoimmune type symptoms, she thinks may be related to the essure coils. Insertion details: iud removed intact. Microinserts placed, first right then left. The right resistance was initially encountered and the device was pushed out of the tube during the procedure., a second attempt was performed and the coils were easily placed. 3 coils on the right, 1 coils on the left. On (B)(6) 2017, left fallopian tube with essure coil inside. Right fallopian tube essure coil not located within the tube. Inspection of pelvis and abdomen performed and essure coil not located. Hysteroscopy preformed showing normal cavity and no essure coil. Essure coil could not be identified in cul de sac, pelvic side wall, broad ligament, or elsewhere. Discrepancy noted as per pfs plaintiff currently planning for essure removal. Discrepancy noted for essure removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, dysmenorrhea,depression, anxiety, menorrhagia, pelvic pain, autoimmune disorder." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2021: mr received: essure removal date were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the devices appears as a tip fragment'), device dislocation ('migration of the device/ right side essure was not in place. Could not be found after prolonged inspections.'), embedded device ('essure coil is embedded in the myometrium') and device expulsion ('essure coil is embedded in the myometrium') in a 31-year-old female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, back pain and dysfunctional uterine bleeding. *CT (computerised tomogram) revealed one of the devices appears as a tip fragment, the other is full length essure coil. I think based on her exam and review of images, the essure coil is embedded in the myometrium. Previously administered products included for an unreported indication: oral contraceptive pill. Past adverse reactions to the above products included vaginal haemorrhage with oral contraceptive pill. Concurrent conditions included abdominal pain, yeast vaginitis, vertigo, bacterial vaginosis, systemic lupus erythematosus and uti. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced vaginal odour ("intense vaginal odor"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced autoimmune disorder ("autoimmune reaction") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy ((B)(6) 2017), b/l hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, autoimmune disorder, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety, vaginal odour and irritable bowel syndrome outcome was unknown and the fatigue, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for device breakage, device expulsion and embedded device with essure. The reporter considered anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: per medical record: she reports discomfort left side since essure procedure. Left side coil 2cm in different position than right coil, possible source of discomfort although in proper position. On (B)(6) 2017, it was reported that she wants the coils removed secondary to systemic symptoms, autoimmune type symptoms, she thinks may be related to the essure coils. Insertion details: iud removed intact. Microinserts placed, first right then left. The right resistance was initially encountered and the device was pushed out of the tube during the procedure., a second attempt was performed and the coils were easily placed. 3 coils on the right, 1 coils on the left. On (B)(6) 2017, left fallopian tube with essure coil inside. Right fallopian tube essure coil not located within the tube. Inspection of pelvis and abdomen performed and essure coil not located. Hysteroscopy preformed showing normal cavity and no essure coil. Essure coil could not be identified in cul de sac, pelvic side wall, broad ligament, or elsewhere. Discrepancy noted as per pfs plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, dysmenorrhea,depression, anxiety, menorrhagia, pelvic pain, autoimmune disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received new events added fatigue, bladder/urinary problems. Event outcome was updated as recovered/resolved for pelvic pain, bleeding, fatigue and bladder/urinary problems. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.